Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery test were not performed due to compromised force sensor system. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump wasn't working. The insulin pump alarmed compromised force sensor system. The device was not dropped or bumped prior to the alarm occurring. Customer stated the device support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.